Event description:
A patient was transferred to the intensive care unit (ICU) from the neuro theatre with a camino icp bolt inserted but without the cam01 icp monitor with which the camino catheter was calibrated. When a cam01 monitor was supplied to the ICU, they could not confirm that it was the monitor which the catheter had been zeroed with. The catheter and monitor were connected and a icp of 50mmhg was displayed. The patient was transferred back to the theatre and was believed to have undergone a neuro craniectomy. Staff from the ICU believes that urgent training for theatre staff need to be delivered to ensure that this type of incident does not recur. The device was in contact with the patient. There was no patient injury. The event led to an increase in surgery time but it was unknown exactly how long. The customer indicated that the issue did not come from the products so they will not be returned to be evaluated. It was reported that in this hospital, there is a specific organization. The patient does not have the same monitor in the different departments of the hospital. The monitor did not follow the patient, the monitor was changed for each transfer.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: review of complaints history. Results: the DHR review could not be completed for the cam01 monitor under investigation since the serial number of the monitor was not provided. A review of open CAPA¿s and CAPA¿s initiated within the past 12 months was completed specifically related to the alleged complaint was completed to determine if a similar complaint is either under active CAPA investigation or have been previously addressed through a CAPA. A minimum of 12 month review of cam01 monitor customer complaints was completed in trackwise® using the following key words ¿icp value issue¿ and a root cause ¿product not returned¿ in the search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review; 3 complaints contained the search criteria. Conclusion: since the product was not returned for failure analysis investigation no root cause can be established.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.